Event description:
It was reported that during the procedure in the mildly tortuous and calcified mid left anterior descending (lad) artery, pre-dilatation was performed using a 2.0 x 12 mm voyager dilatation catheter. The dilatation catheter was removed and a 2.75 x 23 mm xience v stent system was advanced and the stent was deployed at the target lesion. During deployment, a dissection occurred. A 3.0 x 12 mm xience v stent system was advanced and the stent deployed at 16 atmospheres to treat the dissection. There was no clinically significant delay and no adverse patient sequelae. No additional information has bee provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw. Inflation: medtronic. Guide catheter: cordis. Rhv: cordis. There was no reported product deficiency. The reported patient effect of dissection, as listed in the instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.